Event description:
A caller reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for a pump reset, and after following these steps, the caller successfully began a new sensor session without the error reappearing.